Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the green (+3.3v) wire was open inside the trunk cable. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.